Manufacturer narrative:
(B)(4). H6: health effect - impact code f2304 prophylactic treatment.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen which is off label usage of the device, on 11/28/2023. Upon sensor pod removal, the patient alleged that the sensor wire detached from the sensor pod and remained in the skin. At an unspecified later time, the patient presented herself to the emergency department (ed). In the ed, the physician recommended the patient apply topical over the counter bacitracin ointment to the insertion site for seven days to help draw the sensor wire from the skin. The patient was discharged home after four hours with a prescription oral antibiotic medication (keflex 500 mg tablets every 6 hours for 7 days). At the time of the follow up report on 12/12/2023, the patient confirmed the sensor wire made its way out of the skin and was stuck on the band-aid. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.